Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-dec-2017 with the following findings: during the investigation, the battery compartment was found to be cracked with visible moisture present. A leak test was performed and failed due to the battery compartment crack. The pump was opened, and no further moisture was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that moisture ingress was located in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.